Manufacturer narrative:
Thrombus was confirmed through the evaluation of the returned pump. Examination of the pump upon disassembly revealed a thrombus formation surrounding the rotor's inlet bearing ball. The slightly laminated structure of this formation indicates that it likely developed in this location over an undetermined period of time while the pump was supporting the patient. Further analysis revealed a deposition adjacent to the bearing ball within the proximal side of the outlet stator. This deposition¿s lack of laminated layering indicates that it did not initially form in the outlet stator. The origin of this deposition could not be conclusively determined, however, its areas of denaturation suggest that it was present while the pump was supporting the patient. Although a root cause for the development of the observed depositions could not be conclusively determined through this evaluation, they could have contributed to the patient¿s elevated lactate dehydrogenase level. Upon removal of the observed depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Age of device: 1 year. The device was returned for analysis. Evaluation is not complete. No further information was provided. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that during a clinic visit on an unspecified date, the patient's lactate dehydrogenase (ldh) level was elevated. The ldh continued to rise over the past several weeks. After monitoring lab work and patient condition during that time, a decision was made to exchange the lvad on (B)(6) 2016 due to suspected thrombus. No additional information was provided.